Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon called on sept 11 that the patient's tibial bearing has broken and revision surgery was scheduled sept 14. The mrs distal femur was replaced with the gmrs tr std distal femur and a (B)(4) tibial bearing was used."